Event description:
Caller alleged discrepant results with the inratio meter compared to the dr poc. Results as follows: dates: (B)(6) 2012, inratio: 3.6, dr poc: 5.3, time between testing: seconds; (B)(6) 2012, 2.7, 3.6, seconds. Customer's operation technique: customer wiped first drop, used second on their meter and third on pt's meter. Customer milks the pt's finger in the attempt to collect sufficient sample for the test. Pt's therapeutic range: 3 - 3.5. Caller stated that the pt had a significant fall two weeks ago, resulting in bruising of tissue and ribs and causing pneumonia, hence the antibiotics.

Manufacturer narrative:
Case was submitted to the medical advisor for review. Medical advisor determined that the inratio product did not contribute to the bruising that was reported in this complaint. Per complaint, the pt is taking antibiotics. Per product user guide, "certain prescription drugs and over-the-counter medications (eg, antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Customer is using the third drop on the inratio meter, milking finger, painting sample on the well, double dropping, applying sample in more than 20 seconds and using incorrect lancet size for testing. These technique issues may contribute to unexpected inr results or errors in testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: dates: (B)(6) 2012, inratio: 3.6, reference: 5.3, mean: 4.45, confidence limits: (2.5 - 6.5); (B)(6) 2012, 2.7, 3.6, 3.15, (1.9 - 4.6). The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint is expected for return. In-house therapeutic testing with retain strips was performed with reported lot number 276979. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strips testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Pt's antibiotics could not be ruled out as a contributor to the unexpected results. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.